Event description:
It was reported that the patient was implanted last week. The patient's blood pressure (bp) and heart rate (hr) decreased on (B)(6) while in the hospital. Patient was alert and awake, no change in level of consciousness or respiratory rate. The pump was reduced to minimum rate. Hcp believed the change in bp and hr were due to high doses of anti-hypertensive medication that the patient was on in combination with anesthesia. On (B)(6), a refill was done to change the concentration of meds to 10mcg/ml fentanyl and 1 mg/ml bupivacaine. The minimum rate was not providing pain relief. A bridge bolus was performed. Patient status was noted as "no injury/no adverse event". The pump was delivering fentanyl and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer model# 8835 serial# (B)(4)... Catheter model# 8709sc serial# (B)(4)implanted: 2012-(B)(6) explanted:unk. (B)(4).